Event description:
As reported by the user facility: incident description: lipid infusion continued to ring air in line". Writer used a 10cc syringe connected it to the single port and attempted to prime 10mls out to obtain the air bubble. No air bubble was visualized in the line. The pump continued to ring "air in line" after this. Bedside nurse changed out b. Braun pump (used same lipids tubing). Pump still continued to ring "air in line". Bedside nurse then changed the lipids tubing which seemed to be effective."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) excel spreadsheet was provided for evaluation. A proper investigation could not be performed from the evidence contained in the spreadsheet. Therefore, the issue reported was unable to be confirmed. Further investigation of the complaint is not possible without an unused sample, lot number, photograph, or video. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.